Manufacturer narrative:
(B)(4). Date sent: 5/26/2023. D4: batch # 254c65. Additional information was requested, and the following was obtained: could you please clarify if wrong device belongs to this complaint? You received the correct device is ech60s. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned.". Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with blemishes on the proximal nozzle and with a gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following instructions: the device senses the orientation of the jaw respective to the handle to keep the articulation direction controls consistent. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 254c65, and no non-conformances were identified.

Event description:
It was reported that during a bleb resection procedure that surgeon mentioned there is a ¿hesitation¿ and ¿jerkiness¿ while trying to position on tissue while articulating. When pushing the articulating buttons with the rotation turned 90 degrees would do the opposite of what they were supposed to do. Another like device was used to complete the procedure. There were no adverse consequences for the patient.